Event description:
Received information regarding multiple alarm 19 during basal delivery. Customer's blood glucose level was elevated (200-400 mg/dl). Customer was able to load a new cartridge successfully and resume insulin delivery.

Manufacturer narrative:
It was reported during a follow up with the customer's mother on (B)(6) 2015 that the customer's blood glucose levels were good. No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.